Event description:
Customer reports, lancet protrudes from the cap of the soft touch device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, however, customer has discarded it; replacement was sent.

Manufacturer narrative:
Per the patient's surgeon, the patient was re-implanted on (B) (6) 2010. (B) (4).

Event description:
Per the clinic, the patient¿s fixture extruded and fell out. Information on reimplantation was not available at the time of this report.

Manufacturer narrative:
Correction: the correct catalog number is 90480; not 90430 as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.